Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of a noisy signal on the right ventricular (rv) channel. It was noted that the boston scientific representative was able to reproduce the noise with the patient's left arm placed across their chest. The representative referred the patient to a physician for a lead revision. The device remains in use. No adverse patient effects were reported.